Manufacturer narrative:
Concomitant medical products: icf09b52 lead, implanted (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.